Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 15 mg/dl at the time of admission, and 397 mg/dl at the time of the call. The customer was given glucose shots for low blood glucose. The customer was wearing the insulin pump during the incident. The customer states sometimes their insulin pump display was blank and they have to reset the pump. The customer stated the insulin pump was over delivering. The insulin pump will be returned for analysis.